Event description:
On (B)(6) 2023, the patient required re-intubation x 3 due to blown cuffs. The patient developed retropharyngeal hemorrhage due to the number of intubations. Lot #s unknown as packaging and 2 etts discarded. Ref #(B)(4). Reference report: mw5116729.